Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. The patient received treatment with antibiotics. No further patient complications have been reported as a result of this event.